Event description:
G-tube was discovered to have dislodged. Upon investigation by medical personnel, the balloon was found to have a hole and had become deflated. This made it so that it slipped out by itself. The g-tube was still considered critical and patient had to have new g-tube placed by surgeon at the bedside. Patient was unable to get needed meds and food during the time that the g-tube wasn't working. It was discovered when meds and formula were found to have made swaddle blanket wet. Manufacturer response for tubes, gastrointestinal (and accessories), mini one® balloon button (per site reporter). Communication ongoing as we have had two reports on this item. We do have a sample on the other incident and working on returning for investigation.